Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera iii colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the gelatinous foreign material was found inside the air/water tube and air/water cylinder. This report is being submitted for the event found during the evaluation. There was no patient involvement.

Manufacturer narrative:
In addition to the finding in b5, the evaluation also found the following: due to the wear of scope-cover packing, water tightness was lost. The forceps channel port was shaved. The air/water cylinder had no color. The scope cylinder had no color. The scope cover unit had corrosion due to water leakage. The light guide bundle had a breakage. The objective lens had a crack. The light guide lens had a chip and a crack. The adhesive on the bending section cover had a crack. The connecting tube had a cut. The universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.